Event description:
During the procedure the tip of the aspiration catheter kinked then separated from the shaft while it was being inserted into the introducer sheath. The physician attempted to insert the aspiration catheter into the pt through the introducer and the aspiration catheter kinked then separated in the junction area. The physician removed the aspiration catheter and replaced it with another to complete the case.